Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report an unexpected restart alarm after inserting a new battery; other unexpected restart alarms during normal use. The customer's blood glucose reading was 117 mg/dl. The customer's device was replaced, and was informed to return their device for analysis.